Event description:
The catheter was inserted in the antecubital area. In 2005 the pt called the nurse to let them know the catheter was loose. Upon examination, the catheter was found to be broken. An ultra sound was performed and was unsuccessful locating the catheter. A new catheter was inserted. The pt is asymptomatic.